Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8149878. Our records show that this is the fifth instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although our engineers were unable to duplicate this event through the leakage testing of the submitted device. Previous investigations and a review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was not able to confirm the defect with the provided samples, however, the customer reported: ¿customer has experienced leakage from cap at least once a day for two weeks¿ time¿, and for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. For leakage issue (in injection valve) based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Nogales will open a CAPA (B)(4) not because of the cid as it is ¿no CAPA required¿ as per CPR-028 based on the severity and occurrence calculation, the reason to open the CAPA is to perform better investigation.

Event description:
It was reported that bd connecta¿ stopcock has leakage from cap at least once a day for two weeks time.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock has leakage from cap at least once a day for two weeks time.